Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat right coronary artery (rca). During use of an unspecified device, a perforation occurred. The 2.8 x 19 mm graftmaster stent delivery system was advanced; however, the stent delivery system was unable to cross the perforation. The device was removed and a second covered stent was used to successfully seal the perforation. There was no adverse patient sequela or a clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. Visual and dimensional inspections were performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and the subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.